Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) removed the back cover and checked all internal cables, then cleared debris from the unit. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hmnvmspx4b main drawer 3.1 was not open and failed to recover. The customer attempted a drawer recovery; however, the drawer only makes a clicking sound and does not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.